Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), while still in its packaging, was interrogated via inductive telemetry and found to have a battery voltage reading of 2.90v. It was reported that the box labeling indicated the voltage should be 3.25v prior to implant. The caller thought the device could have been a hospital demo device.